Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis

Event description:
Boston scientific received information that during a follow-up appointment, this pacemaker exhibited less than one year remaining. Device data was sent in for analysis. It was confirmed the device has had no resets and no abnormal alerts. The device power consumption has been increasing at an unexpected rate during the past year. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.